Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer resolved the issue by replacing the inseparable magnet and confirmed that pharmacy was able to recover drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and did not open while recovering. The customer retrieved the medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.